Manufacturer narrative:
Implantation noted between (B)(6) 2016 and (B)(6) 2020 article citation: cappelli f, cutolo ca,olivari s, et al. "Trabeculectomyversus xen gel implant for the treatment of open-angle glaucoma: a 3- year retrospective analysis." Bmjopen ophthalmology 2022, 7:e000830. Doi:10.1136/bmjophth-2021-000830. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of 6 eyes with choroidal detachments, 1 eye positive seidel test, 2 eyes with hyphema, 2 eyes required nd:yag laser surgical treatment to restore patency, needling was required an average of 2.7 times, 1 eye required bleb revision, and 7 eyes required trabeculectomy were noted in the article, "trabeculectomy versus xen gel implant for the treatment of open-angle glaucoma: a 3-year retrospective analysis." Bmj open ophthalmology (2022); volume 7.

Event description:
Reported events of 6 eyes with choroidal detachments, 1 eye positive seidel test, 2 eyes with hyphema, 2 eyes required nd:yag laser surgical treatment to restore patency, needling was required an average of 2.7 times, 1 eye required bleb revision, and 7 eyes required trabeculectomy were noted in the article, "trabeculectomy versus xen gel implant for the treatment of open-angle glaucoma: a 3-year retrospective analysis." Bmj open ophthalmology (2022); volume 7.

Manufacturer narrative:
Aware date [parent] was initially sent as (B)(6) 2022. The corrected initial aware date [parent] should be (B)(6) 2022.